Event description:
The dentist reported that this implant placed in tooth site #4 did not integrate when the patient presented with infection.

Manufacturer narrative:
Upon visual inspection, it was found that white residue appeared on the external surface of the implant, indicative of patient contact. No anomalies or defects were observed. Sterilization certificate confirmed that the gamma dose range of 25-38kgy was completed as required. The review of the device history record did not provide any information to suggest a nonconformance with the components contributing to the reported event. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive cause could not be determined.(B)(4)